Event description:
It was reported by the rep the device was used in an unk procedure. It was reported the device would not work. It would not unlock. There was no consequence to the pt. 9/14/98 rep reports the trocar would not arm, the red button would not stay down so the shield would not unlock to use it. 9/16/98 rep reports two trocars were involved in the case and the same thing happened with the second.